Event description:
The MFR received and evaluated the unit. Failure investigation revealed heat damage to a relay connector. Note: the relay is controlled by a thermistor, and when the thermistor reaches a specified temperature, it causes the relay to open which turns off the heater. If the relay fails in the "closed" position, so that it cannot turn off the heater, there are two backup thermostats that protect against overheating of the warmtouch unit. The MFR has performed temperature tests, using an astm standard test bed (astm f 2196), to determine the maxium temperature and relevant duration of the heat reaching the pt from a model 5200 in which co has artificailly closed the relay so that the heat is being controlled only by the two thermostats described above. In those tests, the maximum temperature of the air reaching the "pt" i.e. The test bed) cycles between 40 degrees celsius and 45 degrees celsius. This is within the safe temperature zone under the astm standard. Thus, even in the event that the relay fails in the closed position, that failure does not pose risk of a pt burn.

Event description:
Pt was suffering from a hernia of the navel, and surgery was performed on the date of birth to repair this defect. Approx 20 hrs after surgery draining was noted on the bunting. Further inspection revealed a large area of skin breakdown on the left side of the back. Four days later, an area of superficial peeling was noted near the right eye. An underlying medical condition could not be verified and there was no evidence of a chemical source. Preliminary, non-destructive testing in the hosp's clinical engineering dept did not find any device problems. The device will be sent for further independent eval.